Manufacturer narrative:
Device evaluation: three devices were received and evaluate for the device fell off event complaint. All device functions were tested, and no issue was observed. Due to the used condition of the foam pad, the original adhesion properties could not be verified. The complaint for these devices could not be confirmed.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor contacted type 2 diabetes mellitus (dm), v-go 40, novolog insulin user for the past 5 years. The client is reporting issues with v-go adhesive not sticking, loosening on the edges. The edge of the adhesive pad was rolling up, pushed device back down and felt a pinching feeling and the clicker was not working. She then felt a wet feeling on her arm and realized it was insulin and the needle was no longer inserted. The client reports blood sugars were elevated in the 300's. Client reports she is following proper procedure as stated in the v-go manual. Skin is clean, washed with soap/water, dry, wiped with alcohol pad, air dry, v-go placed on skin, runs fingers along the edges of the adhesive. Client rotates arms and sites daily and never places the v-go device in the same location. She wears a dexcom device on her abdomen and does not report adhesion issues. Client reports she spends most of her days in air conditioning with no strenuous activity. When showering she avoids direct water pressure on the device. No swimming is reported. It is possible the v-go device contributed to the loosening adhesion, loss of insulin delivery needle did not stay in place, felt pinch on skin and wetness, blood glucose elevated to the 300's. A blood glucose level of 300 is elevated, but not considered serious.

Event description:
The patient reported that when she was going to bed last night, she noticed the edges of the adhesive pad was rolling up. She went to press it back down and felt a pinching feeling and the clicker was not working. She then felt a wet feeling on her arm and realized it was insulin and the needle was no longer inserted. She also stated that her blood sugar was high that day, in the 300's, and she had to take extra shots. The patient is on blood thinners and stated she has a bad back. The patient has had a total of 5 devices out of this box of 30 that would not stay on for 24 hours. She said she always cleans the area, wipes it with alcohol and lets it dry before placing the v-go. She believes the adhesive is not sticking well and that is why the needle is pulling out. The patient reported that a device is available for return to the manufacturer for evaluation. However, to date, has not been received.